Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). Investigation summary: the device was received and evaluated at the service center. The complaint was not confirmed, as the defects observed during the service evaluation did not suggest that the device was broken in 2 or more pieces. However, a different defect was found. A short circuit was found in the motor cable, therefore the motor cable was replaced. When there is a short circuit in the motor cable, the device will not function as intended. However, given the information provided we cannot discern what may have caused a short circuit in the motor cable. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07/12/2018 and passed all functional testing before being returned to the customer. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado hand piece with hand control is broken and needed service.